Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of hemorrhage and medication are listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal coronary angioplasty procedure using a 6f sheath. Reportedly, the puncture area was closed by prostyle device, no residual bleeding. Three hours later, the patient was in a state of hemorrhagic shock with peritoneal hematoma. Protamine was put in place and 48 hours after a CT scan revealed no more bleeding. The patient is now fine. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.